Event description:
It was reported that the tubing set leaked.

Manufacturer narrative:
The customer provided a photo of the set inside its packaging pouch with lot information. However, the location of the leak could not be determined. The root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set leaked.